Event description:
The sterile processing department from the user facility reported that the router broke off in the device after a procedure at the user facility. No other details were provided.

Manufacturer narrative:
The reported event was confirmed. The device was disassembled and visually inspected. The service technician detected a piece of router was broken off on top of rotor and rotor was worn through device evaluation. This may have may caused the reported event.

Event description:
The sterile processing department from the user facility reported that the router broke off in the device after a procedure at the user facility. No other details were provided.